Event description:
During incoming inspection, the distributor rejected this device, 138114a, goldline,btn,hols,ext.blade, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received four 138114a in original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of defect with one package, however the devices for three of the packages were encroaching into the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on one of the packages. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of four (4) devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. We will continue to monitor for trends through the complaint system to assure patient safety.